Event description:
The old overlay will turn the chair on and off, but the new overlay will not turn the chair off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.